Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that pocket stimulation occurred. The physician also found perforation of the right ventricular (rv) without hemopericardium and also some injury in the area of the subclavian puncture site. The system remains in use, and all issues resolved. No further patient complications have been reported as a result of this event.